Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was not able to program system due to the message stating "programming is not allowed due to remote software (sw) update is progressing". Fse attempted to back door the components, but programming was not working as well with the programming completing within one second of pressing the program button. Fse spoke with technical support engineer (tse) and advise to remove the advance video processor (avp) board on the vision side cart (vsc) to clear the message. After removal of the avp board, fse was able to program the system to version p11b successfully. Fse reinstalled the avp board to update the sw, but same message came up as before. Fse then replaced the avp board. System tested and verified ready for use. Isi received the avp part involved with this complaint to perform failure analysis, and the complaint was not replicated nor confirmed. Visual inspection found no issues. The avp was installed onto a golden printed circuit assembly (pca) system where the component functioned as expected. The system started up without any error, onsite connection was present, and data was uploaded. System was run with 20x power cycles with this board, all passed. The avp remained on the test system in normal operation for hours, it performed without any errors.

Event description:
It was reported that prior to starting a da vinci-assisted cholecystectomy surgical procedure, the surgeon called in to report that as the update was taking too long, they powered off the system and powered it back on then error 35 came up. The surgeon attempted to perform emergency power off (epo) and breaker reset, but the issue persisted. The site brought another system in to continue the procedure. No known impact or patient consequence was reported.